Manufacturer narrative:
The failure for unintended activation was not confirmed by the manufacturer service technician. The manufacturer service technician evaluated the device and determined that all components associated with this event were conforming. Upon confirming that the device was conforming the device was then returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility that the device would not turn off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility that the device would not turn off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.